Manufacturer narrative:
Patient weight: unknown/asked but unavailable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to a dislocated iol bag complex. A pars plana vitrectomy (ppv) was required, however, an incision enlargement was not required. Also noted goniotomy, yamane intrascleral haptic fixation. The procedure was completed with an non-johnson & johnson replacement lens. There was no patient injury. The patient outcome was excellent post-operative (op). No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: sep 28, 2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.